Manufacturer narrative:
(B) (4) (osteolysis), (B) (4) (infection): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. The pt was discharged on post-operative day seven. Three weeks after the operation, she complained of high fever and sharp pain from the left buttock down to the left lower limb. Computed tomography revealed a retroperitoneal abscess and osteolysis caused by iliosacral arthritis. Because the infection was not resolved by drainage and antibiotic therapy, the left portion of the mesh was removed. She recovered after the mesh removal and no recurrent abscess was observed in the computed tomography after six month f/u. However, the pt complained of sporadic discomfort in the left buttock and a blood exam was performed during this period. Further f/u was required.